Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented at initial follow-up clinic for wound check and device interrogation. The interrogation of the device demonstrated very low sensing and elevated capture threshold. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced. The patient was stable post procedure.